Manufacturer narrative:
A complete lead was returned in two pieces for analysis. Visual inspection revealed a compressed lead and a break in the insulation. All lumens were breached with damage on the cable coating of one ring electrode (re) cable and the liner was damaged exposing the inner coil. The results of the investigation concluded damage on the cable coating of the re conductor and exposed inner coil is consistent with clavicle crush damage. The reported low pacing impedance and noise was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, noise and low impedance were noted on the right ventricular (rv) lead. The lead was explanted and replaced and the patient is in stable condition.